Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not alleging pump was over delivering. The device will be returned for analysis.